Event description:
It was reported that during the implantation of an intraocular lens, the surgeon did not like the way ''the lens was sitting'' in the patient's eye; he decided to remove it. During the explant the incision was enlarged and the patient's capsular bag tore; a vitrectomy was performed. Another lens of the same type was then implanted and sutures were used to close the incision. The patient is reported to be doing well.

Manufacturer narrative:
(B)(4) - used for incision enlarged and sutures used. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Correction: information that was known but inadvertently not provided. (B)(6). Placeholder.

Manufacturer narrative:
The returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received cut in half. Visual inspection revealed surface residue adhering to both sides of the optic body compatible with handling, such as during the implant and explant process. No other cosmetic condition was observed. The lens condition is consistent with a lens that has been explanted, and not a manufacturing related condition. Based on the manufacturing record review, all process operations presented in the manufacturing record from generation to boxing were in compliance. All test results showed a pass condition. No deviations or non-conformances (ncr) related to the customer claim were generated. A review of the raw material/manufacturing procedures was done and did not show any change in manufacturing method, inspections or specifications that were related to the complaint. All pertinent information available to abbott medical optics has been submitted. Placeholder.